Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. No information provided to date. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection was performed, and the following observations were noted: tamper seals were intact. Device appeared to be in excellent condition. Functional and delivery testing was conducted. Invalid syringe size was identified in event history log review. Syringe size was verified. The reported issue was confirmed. The device size pot was broken. The root cause of the reported event was unable to be determined. The following actions were taken: replaced size pot. Additional repairs included: barrel clamp guide, barrel clamp rod and also replaced barrel clamp spring. Device passed all functional and device testing after repairs.

Event description:
It was reported that the device was not recognizing syringe size. No patient injury was reported.